Manufacturer narrative:
This complaint has been investigated. Our investigation confirmed the stated failure mode. We have begun a corrective action process within our quality management system to identify the root cause and scope of the failure. Applicable corrective actions have been/ will be implemented as required to prevent the re-occurrence of this failure mode going forward.

Event description:
It was reported that the instrument fractured extending surgery time 30-60 minutes.